Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of feeling lightheaded, a merlin.net transmission exhibited mode switch during an atrial flutter. The device was reprogrammed. The patient did not experience any symptoms.